Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she is on a new pump and changed the set last night and this morning when she woke up blood glucose was 389 mg/dl. The customer had eaten breakfast since then and given herself insulin but blood glucose was over 400 mg/dl. Patient's current blood glucose was 366 mg/dl. Customer state she feels (profanity). Customer declined to continue troubleshoot her pump and states she still has 4 units of active insulin. Customer elected to monitor her blood glucose and will call back if her sugar does not go down. It was also reported that blood glucose was 380 mg/dl and 399 mg/dl. The insulin pump will not be returned for analysis.